Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60t cartridge (ex, ec60, long60a, pse60a, etc)? Unknown. Stapler was not saved. What color cartridges were used before and after this firing? Black before, green after. Were peri-strips used for all firings? Yes, they were used on all firings.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the third firing with a black cartridge and peri-strips the staples on the right hand side of the cut line formed completely. On the left hand side of the cut line the outer row of staples were completely formed. The 2 inner rows of staples were formed about 25% of the way. The staples on last 75% of the way were left in the cartridge and did not form. The surgeon finished stapling the rest of the stomach and then over-sewed the area of the third firing with suture. The case was completed with another device of the same product code. The procedure was extended by 20 minutes. There were no patient consequences reported.